Manufacturer narrative:
Other, other text: h3: one level 1 hotline low flow system was received with a cracked enclosure and tank cover. A visual inspection was conducted, the tank was filles with water, a temperature check was attached, the line cord was plugged in and the device was switched on. The reported issue was able to be replicated. There were cracks in the enclosure and tank cover. The issue was caused by customer damage, daily use and the age of the device. No action will be taken to repair the device due to its age and condition.

Event description:
It was reported the device was leaking. The issue was found during testing- no patient involvement.

Manufacturer narrative:
Other, other text: corrected data: device information.